Event description:
Contact reported that customer's healthcare provider continued the customer with insulin injections for insulin therapy. The healthcare provider did not believe the pump was the cause of the reported event; however, would prefer that the customer did not use this particular pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 898 mg/dl. The pump supplies were changed and a bolus was delivered via the pump. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin/fluids. The customer was discharged on (B)(6) 2018 with high bg/dka resolved. The customer's bg had been unstable prior to pump use; however, the customer had resumed pump therapy immediately prior to hospitalization. The customer was very new to pump therapy. The contact thought that hormones were a possible cause of the event as the bg remained unstable while using insulin injections upon discharge. There was no reported device deficiency. The contact was to discuss the event and the customer's diabetes with a healthcare provider.

Manufacturer narrative:
Additional information: tandem territory manager met with the customer and family. The loading process was reviewed and types of infusion sets were discussed. Reportedly, the customer tried another type of infusion set. The customer's family followed up with their diabetes center. Tandem territory manager had not received further communication from the family. (Contact thought pump was not at fault, however, the healthcare provider wanted it replaced).